Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient remained intubated for 2 hours after biopsies during a superdimension procedure, and then was extubated and experienced respiratory distress. The patient was re-intubated and it resolved two days later. No further details are known. If additional information is obtained a follow-up report will be submitted.